Event description:
It was reported that a foreign substance was found on the articular surface when operating room staff opened the sterile packaging.

Manufacturer narrative:
The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The mfg lot specified in this complaint was processed according to the validated sterilization process parameters according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. There are several procedures to reduce the likelihood of this occurring. Visual examination revealed two foreign particles on the surface of the implant; however, the implant was returned inside a ziploc bag that is not part of the packaging. It cannot be determined with certainty when the particles fell into the packaging. Device history records indicate all components were manufactured and inspected to spec.